Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she could not find the string on a tampon to remove the pledget from her vaginal cavity. While the pledget remained inside her vaginal cavity she inserted another tampon. She was able to remove the second tampon but the first tampon remained inside her vaginal cavity. She was unable to remove the pledget on her own. After approximately two weeks she went to her doctor. Her doctor performed a vaginal exam and no tampon was found. Her doctor told her she must have removed the tampon with the second tampon she inserted. She was feeling fine and did not experience any adverse health effects.